Manufacturer narrative:
Product ID: 3889-28, lot# va0g3jg, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient¿s lead was damaged. The lead was not delivering stimulation. The damage was discovered during a surgery intended to replace the lead with a permanent lead and insert a permanent stimulator.